Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently died. While hospitalized for an unrelated medical condition, the patient experienced peritonitis and later developed sepsis. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for the peritonitis. On an unknown date, peritoneal dialysis therapy was discontinued and the patient entered into palliative care. Nineteen days after admission, the patient was discharged from the hospital. Seven days after discharge, the patient died. The cause of death was reported to be peritonitis and osteomyelitis. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter could not confirm the cause of the patient¿s death, however, stated that per the patient's doctor (nephrologist), the cause of the patient¿s death was not related to peritoneal dialysis therapy (no further detail was provided). Should additional relevant information become available, a supplemental report will be submitted.